Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The complaint is part of a health risk evaluation which is currently in progress for the tlab non-conformance . The corrective actions will be determined once the evaluation is completed.

Event description:
Transjugular liver biopsy where a 3-4mm piece of the tlab sheath broke off and was sent to the inferior pulmonary artery.